Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-10833it was reported that the patient was asymptomatic. It was noted that high pacing thresholds and a drop in r wave was observed on the right ventricular lead. The left ventricular lead capture threshold was also elevated. Programming changes were made. The patient was stable.

Event description:
Related manufacturer number: 2017865-2021-12776. New information received notes the patient presented for re-evaluation in clinic and reported to be awakened after midnight by a shock. Interrogation revealed two ventricular fibrillation detections due to the right ventricular (rv) lead double counting the p-waves and native r waves resulting in one aborted shock and another shock delivered. Testing on the rv lead revealed no capture. The rv lead was thought to be malpositioned, sensing p-waves and r-waves nearly simultaneously. Programming changes to decrease tachycardia therapies and reduce output were made. Imaging revealed loss of slack on the atrial and right ventricular lead though still in their respective chambers. The right ventricular lead was repositioned and slack was added to both the right ventricular and right atrial lead in a procedure dated (B)(6) 2021. The patient was stable before, during and after the procedure and discharged home in stable condition.